Event description:
It was reported that a user contacted support for assistance with an infusion set supply change while using an ilet system, and was guided through the change steps; the user reported a blood glucose value of 194 mg/dl after eating a granola bar and denied symptoms, with the pump functioning as expected to reduce glucose. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no alarms, and completion of troubleshooting and education. Investigation included technical support review and user coaching on proper supply change and operation. Investigation of this case revealed no device malfunction or component failure and no alerts or alarms, with hyperglycemia considered following food intake and cause otherwise unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.